Event description:
It was reported that the wake button was delayed in responding to touch. The customer declined troubleshooting with tandem technical support and declined to provide additional information regarding the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.